Event description:
Customer reportedly obtained results of 88 mg/dl, 379 mg/dl, 191 mg/dl, 212 mg/dl, 229 mg/dl, 193 mg/dl, 290 mg/dl, and 379 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.